Event description:
The customer reported that during a diagnostic endobronchial ultrasound procedure using this evis exera iii video system center, no endoscopic image was observed. The procedure and sedation was extended by forty-five minutes. The procedure was postponed and completed with a different device. There were no medical intervention required as a result of the issue. The reported problem did not affect the outcome of the procedure. There were no reports of patient or user harm associated with this event.